Event description:
Clinical study. It was reported that during a coronary artery drug eluting treatment procedure a taxus express2 8.8% 2.5x16 mm drug eluting stent had the catheter shaft fracture in a failed attempt to cross the lesion. The lesion being treated at the time of the shaft fracture was in the 1st diagonal artery. "The pt had a bifurcation stenosis on lad/diagonal and a second stenosis was on the diagonal branch more distally. Co performed a kissing balloon procedure on the lad-diagonal, and a dilatation of the distal stenosis of the diagonal branch, but despite the lesion's preparation, the syntax stent could not reach the distal stenosis of the diagonal branch. During these forced attempts, through heavily calcified lesions, a shaft rupture (fracture) occurred. The stent could be easily retrieved from the guiding catheter and a micro-driver stent has been successfully implanted. The pt is doing well, he did not report any adverse event and we discharged him yesterday." The pt was discharged 5 days post index procedure receiving ace inhibitors, nitrates, asa, thienpyradine antiplatelet, statin, h2 receptor blockers, and plavix.